Event description:
It was reported that during a procedure to treat an eccentric lesion in the mid left anterior descending artery with moderate tortuosity and 99% stenosis, pre-dilatation was performed with a 2.0x15 mm unspecified balloon. A 3.5x48 mm rx xience xpedition stent delivery system (sds) was advanced without resistance and deployed at the lesion site; however, a distal edge dissection occurred. Another xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device is not returning. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.